Manufacturer narrative:
(B)(4). Method: the subject device, ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that one tube was broken next to the connector end (swivel grip). It was also observed that the tube was stretched and torn, and that a section of the tube was still inside the connector (swivel grip). Conclusion: based on the visual inspection of the returned device, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula has unravelled from the connector end (swivel grip). It was also reported by the healthcare facility that it is most likely that the nurse pulled on the tubing to accommodate the breathing circuit in the patient isolette. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in kansas reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula has unravelled from the swivel grip. It was also reported by the healthcare facility that it is most likely that the nurse pulled on the cannula to accommodate the breathing circuit in the patient isolette. There was no reported patient consequence.